Event description:
The customer stated that she had received some high blood glucose readings. While troubleshooting, she performed control tests and received results of 252 mg/dl and 299 mg/dl. The normal control range was 93-127 mg/dl. No adverse events were alleged. The test strips and meter are to be returned for eval. Replacement products were sent to the customer.